Manufacturer narrative:
Evaluation summary: the complaint of "cco value incorrect" could not be confirmed during testing of the returned product; no error message was logged. A final acceptance test unit (fatu) test was performed before and after the 92 hour burn-in test and the device passed all tests. No fault was found. No actions will be taken at this time. Note: the user facility could not locate the cables involved in this event.

Event description:
It was reported that the cco was bouncing around. Also the cables failed the cable test. No patient injury was reported.